Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volux¿ xc in the chin (supraperiosteal/on bone) 2 months ago. 2 weeks after the injection the patient started looking red with nodules forming, so 6 days later the patient prescribed steroids (medrol dose pack) and did a warm compress. The following month the patient called and said it began to drain, so the hcp put the patient on bactrim, continued steroids, and the patient responded well for a few days. Four days later another nodule popped up so the provider switched the patient to augmentin. 3 days later there was no change, so the provider switched the patient to doxycycline + high dose steroids, and the patient responded well. 7 days later the patient was still looking good. However, a week later the nodules and swelling came back. The following month the patient returned to the office with a golf ball-sized knot just under their chin/mandible with a few red swollen nodules. Since the injector was not present another hcp tried to dissolve the nodules by sticking a needle in it. The nodule busted open and shot pus everywhere (yellow, foul-smelling): the patient was prescribed 4 vials of hyaluronidase over the next few days, and it started to feel better. 6 days later the patient started getting sore again; 3 lumps and swellings appeared that night. The provider dissolved with 2 more vials hylanex, pus shot out again (not as much); the nodule was so hard, it was difficult to push the hyaluronidase in some of it was coming back out of the hole. The nodules are back, the swelling is worse, and now it is down to their neck. The patient is now on keflex + high dose steroids. The medical science liaison thinks that it may be biofilm but there were no cultures. The hcp was referred to an adverse event consultant.